Event description:
As described by the initial reporter "the buckle/clip for the axilla attachment broke during preparation for tdy training".

Manufacturer narrative:
Device failure was concluded to be due to a manufacturing flaw in the snap hook component.